Event description:
It was reported that the pt has had a total of 3 pumps implanted in their history (see MFR's report # 6000030201008275 related to the first pump, and MFR's report# 3004209178201008270 related to the third pump). In regards to the second pump which was implanted in 2005, at the pt's first check up post pump implant, the pt was diagnosed with a spinal leak. An emergency decision was made to place a vp shunt. The vp shunt tubing became intertwined in the pt's intestines, which caused an infection that then led to bacterial meningitis. The pt was life flighted to a hosp, and the pump and shunt were both explanted. The pt went through withdrawal post explant. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).